Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the insulin did not continue to drip after letting go of the act button. The customer's father stated that the motor slowed down and the numbers ramped up on the screen. The customer's father stated that the drive support cap appeared normal. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.